Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: "customer reports error code 231008 (o2 valve leak)". This occurred during the pre-op tests. No patient involvement.

Manufacturer narrative:
The following was reported: "customer reports error code 231008." No patient involvement reported. Provided logfiles confirmed the issue. Correction: disassembled unit and found broken nipple on lpo quick connect port. Replaced quick connect fitting and tubing. Performed service software checks per manufacturer specifications. Unit passed all functional tests. Unit returned to service.